Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited a critical battery alarm and did not provide power to either controller port. It was also reported that the battery indicator would go from four green bars to one red bar instantly and would display red when the battery was on the charger. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analysis of log files could not be performed since log files were not available. As a result, critical battery alarm could not be confirmed. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the device was received inoperable. The gas gage leds did not illuminate and the battery was not able charge when placed on battery charger. Also during functional testing, the battery was not able to provide power to the controller. Supplemental testing revealed a failure of the main integrated circuit. The component was replaced in order to test the battery pack. Testing revealed that the battery packed pass functional testing. As a result, the reported "no power " and "battery not charging" events were confirmed. The reported event involving the battery indicators changing from green to red bars instantly could not be confirmed. However, the faulty integrated circuit could of affected the ability of the battery to appropriately display the capacity. A possible root cause of the reported critical battery alarm can be attributed, but not limited, to a communication error between the controller and battery and/or the faulty main integrated circuit. The most likely root cause of the reported red on the battery charger and inability of the battery to provide power can be attributed to a faulty integrated circuit that controls the battery. An internal investigation is evaluating failures of the main integrated circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.